Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a higher reading from his adc freestyle libre sensor than a reading received on the built-in meter. She further reported that on (B)(6) 2019 customer was sleeping when he became symptomatic so caller performed a scan and received a reading of 100 mg/dl. At the time, customer was ¿swelling and shaking¿ so she performed a capillary test and received a reading of 33 mg/dl. Caller tried to give him sugar but he could not drink because he was almost unconscious so they called the paramedics. Upon arrival the paramedics treated him with an intravenous infusion of glucose. They re-checked his blood glucose and received a reading of 134 mg/dl and determined he was stable. No additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and showed the libre sensor and libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Brand name was updated from "freestyle libre" to "freestyle libre 14 day".

Event description:
Customer¿s caregiver reported customer received a higher reading from his adc freestyle libre sensor than a reading received on the built-in meter. She further reported that on (B)(6) 2019 customer was sleeping when he became symptomatic so caller performed a scan and received a reading of 100 mg/dl. At the time, customer was ¿swelling and shaking¿ so she performed a capillary test and received a reading of 33 mg/dl. Caller tried to give him sugar but he could not drink because he was almost unconscious so they called the paramedics. Upon arrival the paramedics treated him with an intravenous infusion of glucose. They re-checked his blood glucose and received a reading of 134 mg/dl and determined he was stable. No additional treatment was provided. There was no report of death or permanent injury associated with this event.